Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Since no sample was available for evaluation and no product malfunction is alleged, no product root cause is evident. Baxter has conducted a trend review and found this to be an isolated occurrence. Baxter will continue to monitor reports to determine if further actions are required.

Event description:
This report addresses reported product quantity 4 of 5. A baxter home care services representative contacted baxter corporate product surveillance mailbox (cps) to report that a patient stated that when he attaches the minicap, small bits of the cotton come off and block the tube. The patient reported that he just had a new transfer set put on. On (B)(4) 2011 product surveillance spoke with the hp who confirmed the report that the pieces of the cotton in the minicap were coming off and clogging the line. The hp stated he took the minicaps to the clinic to show his nurse (pdrn). The hp stated that about an 1/8" of the cotton was off the inside of the minicap. The hp stated the pdrn looked at the transfer set tubing under a magnifying glass and found there was a sharp edge that could have been causing the problem. The hp stated he had the transfer set for about a week or two and had problems with about 4 or 5 minicaps. The hp stated they changed the transfer set and he had not had a problem since. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.